Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the reported failure was due to a defective pneumatic block. This issue would not allow the device to complete a portion of its internal self-test. The pneumatic block was replaced to address this issue. The device was cleaned, serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
Imp ref# (B)(4).

Manufacturer narrative:
The astral device pneumatic block was returned to resmed and an extensive engineering investigation was performed. Review of the device logs could not confirm the device failure to complete its self-test. Performance testing of the pneumatic block could not reproduce a device failure to complete its internal self test. The investigation determined that there was no fault found with the returned device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).